Event description:
Cobas sars-cov-2 and influenza a/b test was administrator as a screening test at (B)(6). The positive result on (B)(6) 2021 is in a fully vaccinated person and a negative result followed just a couple hours after. This caused entry back into a nursing home to be denied. There was no follow up test of any other type. The person did not show symptoms and was not in contact with anyone suspected of having covid. The negative result wasn't used and an isolation order and additional case information sent to the state. This person also was previously diagnosed with covid19 on (B)(6) 2020 confirmed by rapid test, send off test and symptoms. FDA safety report ID # (B)(4).